Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code malf 5. There was no adverse impact to the customer's blood glucose level. The customer was advised to use a backup insulin pump and technical support has arranged to send a new replacement pump.